Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00324180. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the date of explant was (B)(6)2019. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side capsular contracture; baker grade unknown. Concomitant medical products: right side; 300cc mentor memorygel breast implant; catalog number: 3503001bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00324180. It was reported that a (B)(6) patient underwent primary breast augmentation with a 3500c mentor memorygel breast implant and was presented with left side capsular contracture; baker grade unknown postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3503001bc; serial number (B)(6) on (B)(6)2019.